Event description:
Boston scientific received information that during a follow up shortly after the implant procedure out of range pacing impedances were noted on the right ventricular and left ventricular lead. Both leads showed increased thresholds as well as noise. A technical services representative was contacted to determine a possible root cause for this issue. Technical services advised to change the left ventricular configuration which produced impedances within normal range but showed intermittent pacing on the left ventricular channel. Technical services discussed that a possible lv lead dislodgement could not be ruled out, as well as a possible connecting issue with the right ventricular lead and the device. Finally technical services discussed checking the header/connection as well as assessing the left ventricular position with an x-ray. Additional information received noted that the right ventricular pace/sense was underinserted. The right ventricular lead was re-inserted into the device and normal measurements were obtained. The system remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.